Manufacturer narrative:
Added/selected b2. Is required intervention. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the femoral artery in a 76-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. A hematoma was observed around the puncture site during catheterization after insertion. Due to expansion of the hematoma, a consultation with cardiac surgery was made, and vascular suturing was performed. Bleeding subsided following the procedure. The activated clotting time (act) was managed at 160¿180. Blood transfusion was administered, though the amount was unknown. The patient expired on support with a documented cause of death as multiple organ failure. The patient survived to explant. The hematoma is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support. The device is being conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical condition and multiple organ failure.